Manufacturer narrative:
A picture was returned showing a cassette where a black dot can be seen on the back of the cassette. Received one (1) new. List #14687-15 primary plum set. As received no damage or anomalies were observed. The complaint of 'foreign matters in cassette' can be confirmed based on the returned image. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 8/12/2024.

Manufacturer narrative:
E1 - initial reporter phone has an extension number (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the reporter stated, "foreign matters in cassette". They became aware during priming. The set packaging was completely sealed before use and the last time the set has been replaced is unknown. The product was replaced, and therapy resumed. There was no patient involvement, no patient harm and no delay in critical therapy.